Manufacturer narrative:
Results: deformation problem. (B)(4).

Event description:
Evaluation summary: the stent was returned off the balloon. The stent was severely bunched and appeared to be entwined with a piece of a snare device. The delivery system was also returned. Crimp impressions were evident on the balloon. The hypotube had detached immediately distal to the strain relief. The detachment sites are oval and jagged. Image summary: the procedural images confirm the target lesion in the marginal vessel. A previously deployed stent is evident in the left main vessel. The rsint22522x stent appears to have dislodged in the area of the previously deployed stent. There does not appear to be any images of the delivery system or the attempt to deliver the stent. The subsequent images show the dislodged stent in a peripheral vessel and a snare device with what appears to be the bunched up stent. Based on the images it appears that the previously deployed stent has contributed to the stent dislodgement. The following images show multiple pre-dilations followed by two stent deployments in the target vessel.

Event description:
The physician intended to perform angioplasty on the circumflex and marginal arteries. It was decided to treat the distal marginal branch first. The lesion was pre-dilated and then a resolute integrity stent (2.25x22mm) was used. The resolute integrity device was inspected and prepped before use with no issues noted. It is reported that during attempted delivery of the stent, it was necessary to pass through another previously implanted stent in the left main. During this passage, the resolute integrity stent is reported to have dislodged. The dislodged stent was removed from the patient using a combination of a balloon inflated distally, different sizes of introducer sheath and a snare device. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: related to another drug/device - (dislodgement noted as device was passed through a previously deployed stent in the vessel). Inherent risk of procedure ¿ (stent dislodgement). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: related to operational context ¿ (dislodgement noted as device was passed through a previously deployed stent in the vessel). Inherent risk of procedure ¿ (stent dislodgement). (B)(4).